Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was displayed as high. Customer delivered a correction bolus via pump to address bg level. Customer changed pump supplies to address the issue.